Manufacturer narrative:
Follow-up # 1 - (B)(6) 2015 device evaluation the lay user/patients meter has been returned on 3/3/2015 and further evaluated by lifescan product analysis on 3/11/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have all spc pins 1-3 contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter continued to display an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the error message began to appear on (B)(6) 2014 at approximately 6pm. The patient manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen due to the error message. However, the patient claimed that 1 to 2 ½ hour after the error message appeared, she went into ¿convulsions¿ from ¿insulin shock¿. The patient stated her daughter administered a glucagon injection in response to the low symptoms. At the time of the troubleshooting, the cca confirmed the patient was using the correct technique to apply sample to the strip; however, discovered that the patient was using expired test strips. The patient claimed she had received the test strips recently from a mail order company. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after she was unable to test with the subject meter due to the reported error message appearing.

Manufacturer narrative:
Follow-up # 3 ¿ (03/18/2015) correction. Information omitted from supplemental # 1. A DHR (device history record) was completed on 01/16/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.